Event description:
Monitors for two rooms have been responding slowly to input. At 0238 monitor lost all telemetry, instead displaying "overview lost" in all sectors, and strip printer light turned yellow indicating it wasn't connected. Charge was called, was informed of monitor failure. At that time that the monitor at the nurse's station was also blank. The operator was then called and asked to page (B)(4). At 0240 the other room's monitor crashed to the windows desktop then proceeded to the windows shutdown screen. First room's monitor rebooted self and returned at 0242 with telemetry visible. Recording for patient rhythms displays a gap between 0236 and 0243. Second room's monitors as of 0315 still respond slowly, but have not failed. Telemetry monitor crashed and rebooted itself. (B)(4) technicians will be pulling logs for the failure and will be doing a root analysis. This issue has been brought to (B)(4) team's attention. We are doing tracking and trending should there be any more events similar to what happened.